Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) review was conducted and no deviations that could have contributed to the reported event were found. A labeling review confirmed the instructions for use (IFU) includes appropriate instructions for use. A risk review was completed and confirmed that the event of "injection needle obstruction within device" was defined in the risk documentation. The impact codes of "cancelled/rescheduled - post sedation/sedation unknown" and "surgical procedure delayed" are subsequent events of the primary anticipated event. Based on the information available the investigation conclusion code assigned to this investigation was "cause not established" block h6: imdrf impact code f1001 captures the reportable event of procedure aborted.

Event description:
It was reported that during the spaceoar placement procedure, the device clogged in the injection needle; the physician stated that, despite the fact that the hydrodissection was adequately performed, adhesions were present in the patient, potentially causing the clog. The procedure was aborted under lumbar anesthesia.